Event description:
A customer reported error messages ¿0100 cup scan failure, 4031 sorter x-axis home detection failure, 4041 sorter y-axis home detection failure, 4051 sorter z-axis home detection failure, and an audible noise¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), luteinizing hormone (lh ii), and intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse was able to reproduce the problem by performing an all-set-home and observed multiple errors. While troubleshooting, fse found x-axis home sensor broken causing the errors. The sensor was likely broken by a dropped test cup due to misalignment of the sorter. Fse resolved the complaint by replacing the x-axis home sensor. Fse verified all sorter alignments, validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 07jan2022 through aware date 07feb2023. There were no similar complaints identified during the search period. Aia-2000 operator's manual on the appendix 4: error messages states (0100) cup scan failure. Cause: an error occurred in mechanism during cup scan. Measuring operation is suspended . Solution: open the test cup sorter door, inspect the interior, and then close the drawer. Measuring operation will then resume. (4031) sorter x-axis home detection failure. Cause: the home sensor failed to activate after the sorter x-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4041) sorter y-axis home detection failure. Cause: the home sensor failed to activate after the sorter y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. (4051) sorter z-axis home detection failure. Cause: the home sensor failed to activate after the sorter z-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the broken x-axis home sensor.